Event description:
It was reported to boston scientific corporation that a gemini stone retrieval basket was used during a stone removal procedure on (B)(6) 2011. The patient was reported to be a (B)(6) female (patient identifier and weight unknown). According to the complainant, the physician tried the basket prior to inserting it into the patient and it worked appropriately. Inside the patient, during the stone removal procedure, the physician captured a large stone in the basket. As he felt the stone was too large for the basket, he attempted to release it from the basket, but the basket was unable to open. Because of the position of the stone in the mid-ureter he was unable to properly visualize the stone to break it up with laser. He therefore cut the stem of the basket and left it inside the patient in order to remove the rest of the device. The procedure was not completed due to this event. The physician performed surgery the following day to retrieve the basket from the patient. The basket was retrieved successfully and the patient is stable.

Event description:
It was reported to boston scientific corporation that a gemini stone retrieval basket was used during a stone removal procedure on (B)(6) 2011. The patient was reported to be a (B)(6) female (patient identifier and weight unknown). According to the complainant, the physician tried the basket prior to inserting it into the patient and it worked appropriately. Inside the patient, during the stone removal procedure, the physician captured a large stone in the basket. As he felt the stone was too large for the basket, he attempted to release it from the basket, but the basket was unable to open. Because of the position of the stone in the mid-ureter he was unable to properly visualize the stone to break it up with laser. He therefore cut the stem of the basket and left it inside the patient in order to remove the rest of the device. The procedure was not completed due to this event. The physician performed surgery the following day to retrieve the basket from the patient. The basket was retrieved successfully and the patient is stable.

Manufacturer narrative:
Device available for evaluation: received, not yet evaluated. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
Analysis of the returned gemini stone retrieval basket device fragments revealed a torque mark was present on the handle cap indicating the application of the torquing process. The handle cannula was detached from the pinch vise; however, there were impressions on the pinch vise to indicate that it was properly placed during manufacturing. The sheath was detached from the handle at approximately 1mm from the distal end of the blue heat shrink. Three fragments of the outer sheath were returned; one fragment measured approximately 49.3cm long, the second measured approximately 36cm long, and the third measured approximately 1.8cm long. The sheath fragment measuring 1.8cm had a piece of the black heath shrink on it; the black heat shrink fragment measured approximately 1.3cm. Several kinks and buckled areas were found on the sheath fragments. Two fragments of the wire sub-assembly were returned; one contained the handle cannula and measured approximately 56.2cm long, the second fragment contained a piece of the splice cannula and measured approximately 36cm long. The fragments of wire sub-assembly were kinked and bent. The handle cannula was bent approximately 11.2cm from the proximal end. The basket was detached at the splice cannula and was not returned. A functional evaluation was not performed due to the condition of the returned device. A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. The defects identified on the device were most likely due to procedural or anatomical aspects; therefore, the most probable root cause for this complaint is operational/physiological context.